Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter had too strong of an adhesive.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex."

Event description:
It was reported that the male external catheter had too strong of an adhesive.